Event description:
The account alleged that the bed exit alarm could not be heard outside of the pt's room. No pt impact.

Manufacturer narrative:
The technician replaced the scale board to resolve the issue.